Event description:
My son, has type 1 diabetes. He uses the medtronic mini med 780 g system, with the guardian 4 sensor. His cgm gave an alert that his blood glucose was 70. When I went to check on him, he was unconscious and I could not wake him. He required 60 units of carbohydrates and a dose of glucagon (baqsimi). The paramedics arrived and they did a blood glucose check. His blood sugar was 63, after we administered all of the before mentioned treatment. The cgm never read below 70. He was much lower than that. I called the medtronic technical support and they told me because we did not get a blood glucose reading before we treated that they couldn't document the problem. I am very concerned for other users of the device. They could have the same false reading and die from the complications.